Event description:
The patient had an initial laminectomy on (B)(6) 2024 with a jp drain placement. On (B)(6) 2024 the drain was removed prior to discharge. Postop CT demonstrated a portion of the drain was retained. The patient was admitted (B)(6) 2024 and went to surgery for removal of said drain. The portion of the drain was sent to lab for gross analysis.